Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low rectal resection procedure, while detaching the intestinal canal, the surgeon able to fire the device however the staple failed to form proper shape on 2 reloads. The surgeon then used another device reload to resolve the issue in order to complete the case. There was no patient injury.